Event description:
It was reported the patient was unable to communicate with the ipg using the patient programmer. A replacement wand and a replacement programmer were sent to the patient, but these did not resolve the issue. Follow up identified the patient was to follow up with a physician regarding an ipg replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.